Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot g334 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot g334 shows no trends. Trends were reviewed for complaint category, centrifuge bowl leak/break. No trends were detected for this complaint category. The assessment is based on the information available at the time of investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Investigation complete. (B)(4).

Event description:
The customer called to report a centrifuge bowl break had occurred after approximately 150 ml of whole blood had been processed during a patient treatment. The customer stated that the outer centrifuge bowl had separated from the centrifuge bowl cover. The customer did not recall if any alarms had occurred during the treatment. The customer aborted the treatment and did not return blood to the patient. The customer stated the patient was stable and being setup on another instrument to receive treatment. The customer indicated that no product is available for evaluation.